Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) osseotite tapered certain implant 4 x 10mm (int410) was returned for investigation. The certain 4, 5, 6mm(d) implant driver tip - long (iipdtl) was not returned. Visual evaluation of the as returned product identified the implant with signs of use, apparent dried blood inside the drive feature. No damage was identified on the implant's drive feature. Implant matched prints where measure. Functional testing with an in-house placement driver (iipdtl) to recreate the reported event; verified the implant did not disengage from the driver and functioned as intended. No malfunction was identified. A pre-existing condition noted on the per was unknown bone density type. The reported implant was used on an unknown tooth site (fdi) and was placed and removed on the same day. The length of the driver usage is unknown. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product (iipdtl) is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iipdtl) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, driver malfunction and the reported event is non-verifiable since it was not returned.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that the implant was picked up from its original packaging and failed to be picked up by the iipdtl driver and the implant fell to the ground. The doctor reports that the procedure was concluded with the use of another implant. The affected dental position is unknown and unreported.